Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the lead was explanted due to inappropriate sensing with intermittent noise.